Manufacturer narrative:
Correction: section h6 (device code ).

Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patients ipg was dead and unable to communicate with external devices. To address the issue patient underwent surgical intervention wherein the ipg was replaced and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.